Event description:
Pt with implanted cardioverter defibrillator (ICD) in place for five years. The lead impedances have fallen significantly so the lead was extracted and replaced. The leads were not saved after extraction. The facility has previously experienced malfunction with the medtronic right ventricular lead. There were no unusual activities or circumstances surrounding this event.